Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Pt notes, medical history, explant, x-rays to be requested so incident can be investigated. Submission of a report does not constitute an admission that the distributer, MFR or product caused or contributed to the event.